Manufacturer narrative:
As soon as ellex medical was made aware of the event as only an 'adverse effect' occurrence , ellex has been consistently following up with the practice to confirm whether an 'adverse event' did occur and the patient status. The information on serious injury was only made available today (17th feb) .device verification was performed on 17th jan and there was no fault found with the device. As confirmed by the physician ,the 1st laser shot was made with the wrong mode for capsulotomy (sltinstead of yag) which was the reason for the patient eye damage. Ellex also verified the adequacy of the existing design , labelling and risk controls and these were deemed to be adequate. Tango can operate in both the yag/slt mode . After each shot, the laser reverts to standby so that the treatment mode has to be selected each time before firing the next shot. Labelling emphasizes on checking the correct mode of operation for the laser procedures.

Event description:
There was an incident reported on the ellex tango laser machine(s/n: (B)(4)) used in an (B)(6) eye clinic. During yag capsulotomy, the doctor accidentally set the laser mode to slt instead of yag resulting inpatient eye damage. This report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.